Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -17.0/2.50/93 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vaulting and significant reduction irido-corneal angles. On (B)(6) 2023 the lens was explanted and replaced with a shorter length lens. This resolved the problem. The cause of the event was reported as "higher size lens".